Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 420 mg/dl. Customer changed cartridge and infusion set to address the issue.